Event description:
Caller reported a cartridge alarm with no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in loading a new cartridge following proper technique, successfully resolving the issue and allowing resumption of insulin therapy. No issues were reported during the load process or prior incidents with this pump were noted, and the caller successfully resumed therapy.